Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart leaving pieces inside. She was able to manually remove the remaining tampon pieces and did not seek medical assistance. Consumer reported the removal of the tampon pieces caused vaginal pain but the pain resolved.